Manufacturer narrative:
Per the user guide: always confirm that the decimal point placement is correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 31mg/dl. Customer required assistance from the contact to address bg with glucagon, and was taken to the emergency room (ER). Customer was monitored while in the ER, and additional treatment in the ER was not provided. Customer was released 5.5 hours later in stable condition with a bg of 198mg/dl. Reportedly, the customer had adjusted pump settings and accidentally set basal rate to 5 units of insulin instead of 0.5 units of insulin. Recommendation was made to discuss pump settings with customer's health care professional.